Event description:
On (B)(6) 2013, it was reported to animas that there was no visible display on the pump. The reporter stated the issue was not resolved with a battery change. The reporter stated that the pump had vibration and sound but no display. The reporter denied any trauma or moisture to the pump and reported there was no visible cracks on casing and that the cap was secure. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.